Event description:
Reporter indicated that their handheld computer was "freezing during interrogations" she said "she did all troubleshooting steps such as unplugging from the wall, making sure all connections were snug, checking the wand battery, performing a soft and hard reset and reinserting the flashcard and it would still freeze up." The handheld computer contained 7.1 programming software. MFR is pending receipt of the product for analysis.